Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of faulty printed circuit board/patient board set could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center did not recognize 180 series scopes when connected. The issue occurred during a therapeutic endoscopic retrograde cholangiopancreatography. The device was exchanged and there were no reports of delays or patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and in addition to the phenomena identified in b5, the evaluation also found no image due to a faulty printed circuit board. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.